Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of lens stuck in injector, would not deploy. New lenses obtained and used for case, case completed. There was no patient harm. Additional information has been requested.